Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that the communicator charging port had always been a little wiggly since the beginning up until yesterday when they noticed that the communicator would at least take a charge, but now, the indicator light was not illuminating when charging it. The patient had tried several different cords and outlets, but the issue was not resolved. The patient stated it sounded like something could be loose inside the communicator, ¿butit was thin, so they were not sure.¿ during the call, the patient mentioned having to charge it about every 48 hours. A replacement communicator was requested from the repair department because the communicator charging port was loose/wiggly so the patient had had difficulties charging it and now the indicator light wouldn't illuminate despite trying other cords/outlets. No indication of patient harm.

Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6) implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6) ubd: 02-jul-2022, UDI#: (B)(4). Analysis found tm90 micro usb interface was damaged and loose usb port. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.